Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.0 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a same size, different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as a patient-related factor.